Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: d10 and e4 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error (image error e216). A definitive root cause for the scope communication errors could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: predictable or random component failure, rather than a design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope had an incompatible scope error (e315). The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6) hospital. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.